Event description:
Procedure type: lap inguinal hernia repair. According to the reporter: after the surgeon inflated the device, a little white rubber cap fell off the device and into the patient's cavity. Surgeon was able to remove the cap from the cavity and continue on with the same device, surgical time was extended approximately 15 minutes. No patient injury was reported.

Manufacturer narrative:
.